Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. The 3.00x48mm xience skypoint stent delivery system (sds) was advanced against resistance; however, the sds failed to cross the lesion due to the anatomy. Additionally, during removal, resistance was met. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.